Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no patient involvement, as the pump was being used for demonstration purposes only.